Event description:
Blood was noted in the intra-aortic balloon (iab) on 11/19/94. The pt went to the operating room for removal of iab and repair of right temporal artery. The pt had complications with four intra-aortic balloons during her stay but only one of the balloons was saved. According to the pt chart, the first intra-aortic balloon (34cc) was placed at 16:35 on 11/12/94 and was removed at 19:00 on 11/14/94. A 40cc balloon was then inserted. The 40cc balloon was noted to have blood in the tubing on 11/15/94 at 14:41 so this iab was also replaced. On 11/16/94 at 11:55 another iab was placed but there was no mention in the chart as to why. Finally, on 11/19/94 the pt went to the operating room at 7:15 for removal of final iab under direct visualization as well as for repair of right femoral artery. The pt's arteries were described as "very calcified, diffusely diseased, small vessels" in the operating room report.